Event description:
It was reported that there was a high number of vses (ventricular sensing episodes), with periods of no atrial pacing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693165 implantable tachy lead, (B)(6) 2006; 419488 implantable pacing lead, (B)(6) 2006. (B)(4).